Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported event and heartmate 3 left ventricular assist system (lvas) could not conclusively be determined through this evaluation. Additionally, the submitted log files appeared to show the pump operating as intended. The patient remains ongoing on heartmate 3 lvas. The patient remains ongoing on heartmate 3 lvas. The heartmate 3 lvas instruction for use lists thromboembolism and hemolysis as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. It also lists thromboembolism as a potential late post-implant complication that may be associated with the use of heartmate 3 left ventricular assist system. It also provides information regarding anticoagulation. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that thrombosis was never confirmed and the patient was started on plavix and asa was increased. An echo and computed tomography (CT) scan were done and the patient's ldh would continue to be monitored.

Manufacturer narrative:
Approximate age of device ¿ 90 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was admitted on (B)(6) 2019 for elevated lactate dehydrogenase (ldh) and was treated with intravenous (IV) heparin, plavix, acetylsalicylic acid (asa), and warfarin. A log file analysis showed no unusual events and the device was determined to be operating as intended. The pump parameters trending was determined to be not suspect of pump thrombus.